Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
At the customer site there was an issue found with speaker malfunction from the mx40. It is unclear whether the device was being used on or off the network at the customer site. If the device is being used off network. There was no patient involvement.

Manufacturer narrative:
This is a duplicate of report # 1218950-2017-02525.